Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose. The blood glucose reading at time of the call was 101mg/dl. Troubleshooting was declined, and the customer stated that her doctor requested a replacement of the insulin pump. The customer stated that she had four low episodes. The customer also stated that the bolus history revealed a bolus that she did not give herself, and she insisted that the device delivered the insulin without programming it or to her knowledge until the next morning. No further info was provided.